Event description:
It was reported that the target site had shown therapy benefit control when stimulated using a coaxial mapping electrode prior to insertion of the dbs lead. Findings from intra-operative testing after lead placement showed stimulation therapy control was not detected and the lead was removed during the case for possible device breakage. Product inspection after an attempt to clean the lead with an alcohol wipe, showed possible residual contamination and the distal tip of the lead was subjected to ultrasound cleaning by the hcp for approx 6-8 minutes. Findings from subsequent product inspection revealed dark material detected inside the tubing between the first and second electrode contacts and fluid was seen near the number three contact that measured approx one inch in length. The next day, an area of wetness remained between the inner conductor coils and the inner wall of tubing and fluid leakage into the product during the case was suspected. There was no injury reported. It was not reported whether a new lead was placed during the procedure. The pt had recovered without sequela.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.